Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest. No details were provided surrounding the patient's death. Review of the download data indicates that the patient first entered bradycardia that degraded to asystole. CPR artifact was evident on the patient's ECG recording. The patient's rhythm transitioned to sinus tachycardia and the patient received a non-lifevest defibrillation. The rhythm following the shock was asystole transitioning to vf. A second non-lifevest defibrillation was delivered that converted vf to two seconds of asystole that transitioned back to vf. The patient received a third non-lifevest defibrillation that converted vf to three seconds of asystole that transitioned back to vf. CPR artifact was again evident on the patient's ECG recording. The lifevest then delivered three treatment shocks during vf. The patient's rhythm remained in vf after each of the treatment shocks. The lifevest was shutdown 9 seconds after the last shock and the patient passed away.